Event description:
When used with the carefusion syringe module and microbore tubing, the pump will intermittently alarm and display "occluded patient side." The rn will then flush the line at the hub or through the microbore tubing off of the pump without resistance or increase pressure. Manufacturer response for saline, vascular access flush, excelsior (per site reporter): manufacturer is working with our biomedical department to try and replicate the events.